Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 556 mg/dl and diabetic ketoacidosis. The customer was subsequently hospitalized. Reportedly, customer addressed their bg with a bolus via the pump and was treated with intravenous fluids of saline and insulin in the ER. Reportedly, the customer was released (B)(6) 2022. System check with tandem technical support confirmed the pump was functioning as intended

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.